Event description:
The customer reported that an "abnormal energy delivered" message appeared only for a few seconds on the screen after a shock was given and the service light turend on. After turning the device off and on, the service light was gone and the user test passed successfully. The defibrillator was being used with a training manikin during the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the defibrillator energy transfer relay.